Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The device is manufactured by (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. Attachment: user facility (voluntary and mandatory) medwatch report number: mw5063400.

Event description:
It was reported while attempting to cannulate a chronically occluded right coronary artery, the guide wire tip sheared off and remains in the subintimal track of the arterial vessel. After multiple attempts to retrieve the separated guide wire tip, it was determined no harm or bad outcome would occur. Approximately 30 mm of the distal guide wire tip is dislodged and remain in the patients artery. The procedure was subsequently aborted. No additional information was provided.

Manufacturer narrative:
(B)(4).